Event description:
It was reported when the device was fired on the intial attempt, the device fired completely, but the staples were all straight. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.